Manufacturer narrative:
The customer reported that the central nurse's station (cns) gave a windows error indicating "video drivers not installed". The computer rebooted itself and the device came back into patient monitoring on its own. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the central nurse's station (cns) gave a windows error indicating "video drivers not installed". The computer rebooted itself and the device came back into patient monitoring on its own.